Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, off no power anomaly and hospitalization. Customer's blood glucose level was 798 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their blood glucose level went from 116 mg/dl to 798 mg/dl within 24 hours and they needed to go to the hospital. Customer advised the paramedics arrived at their home and took them to the hospital. Customer experienced diabetic ketoacidosis and was given plenty of insulin while at the hospital. Customer's alarm history showed low battery alarm and off no power anomaly. Troubleshooting for off no power anomaly was performed. Customer received a low battery alert prior to the off no power alarm. Customer advised this was the first occurrence of the off no power anomaly. Customer performed and passed the high pressure test. Customer advised they have a doctor's appointment and will follow up with their healthcare provider in regards to high blood glucose levels.